Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the contrast button is unresponsive, and the up arrow and down arrow keypad buttons are intermittently unresponsive. The issue has reportedly been occurring for a few weeks. The reporter denied damage to the keypad. The patient reportedly wears the pump in a pocket, and the pump is reportedly cleaned with a dry cloth. There is no reported adverse event associated with this complaint. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pumps insulin delivery functions. This complaint is being reported because the alleged up and down arrow keypad button issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; the contrast button was unresponsive, which has no effect on insulin delivery. The down arrow and ok buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast button contacts and none of the keys had normal tactile feel.